Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a moderately calcified lesion. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured after 20 seconds on the first inflation at ten atmospheres. The procedure was successfully completed with another wolverine device without further issue or patient injury.